Event description:
Customer reportedly obtained results of 429 mg/dl and 157 mg/dl on the active system within 10 mins. No actions taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.